Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2022, the patient's mother reported that her daughter had leaking on the infusion set's tubing and connector in all eight infusion sets. She got them last month which she started using two weeks ago. One time her daughter told her that her pants were wet because of the leakage and the pump smells insulin. This issue occurred because the infusion set's tubing came apart at the connector during insertion. Reportedly, the infusion had been used for two days. The site location was patient's belly and thigh. The infusions were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.